Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. It was reported the patient may have caused a breach in aseptic technique as the patient did not wash hands which is a risk factor for peritonitis infection. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique during the pd exchange, as reported by the patient¿s nurse. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient is unsure how the infection was contracted. The patient told the nurse that it might have been related to not washing hands or wearing a mask when setting up. Upon follow up, the reporting nurse stated that the patient had a pd culture obtained which yielded no organism growth and a white blood cell (wbc) of 19, 244. The patient was experiencing symptoms of severe abdominal pain and was hospitalized the same day and admitted with peritonitis. The patient remained hospitalized at the time follow up was conducted and was reportedly being treated with unknown antibiotics and continuing pd therapy. No further information about the patient¿s hospital course is available, per the nurse. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse states the patient was in the process of moving and may have caused a breach in aseptic technique due to not washing his hands. Therefore, the peritonitis is suspected to be related to a breach in aseptic technique during the pd exchange.